Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a total hip 10 years ago and recently started to dislocate. The hip stem and head dislocated from the cup. The stem with the head attached dislocated out of the intact cup with liner in it.

Manufacturer narrative:
Additional information: date of implant. An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had a total hip 10 years ago and recently started to dislocate. The hip stem and head dislocated from the cup. The stem with the head attached dislocated out of the intact cup with liner in it.